Manufacturer narrative:
The device was returned to zoll medical corporation and the report was unsunstantiated. Review of the device data logs show there was one clinical power up on the event date of (B)(6) 2020 and the analysis showed a "no shock advised" message. It''s noteworthy to mention, the patient was breathing and had a detectable pulse. Per the operator's manual, this suggests the device would have been used outside its indications for use. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.